Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 70 units. The customer's blood glucose (bg) level was in the 300 mg/dl range. Reportedly, the customer reloaded the same cartridge and received an accurate fill estimate.